Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The date of hospitalization was unknown. The blood glucose value was 675 mg/dl. Another blood glucose value was 127 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptom such as nausea, vomiting, abdominal pain due to high blood glucose level. The customer was treated with manual injection and insulin intravenous drip. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.